Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during versed drip therapy of 100mg/100ml at 1ml/hr in the critical care unit. No additional information is available.